Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchofibervideoscope exhibited foreign material in the balloon channel and bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. Additionally, the reprocessing was conducted according to the instruction manual. However, a definitive root cause could not be identified. The following is included in the instructions for use (IFU): -chapter 6 compatible reprocessing methods and chemical agents. -chapter 7 cleaning, disinfection, and sterilization procedures. -chapter 8 cleaning and disinfection equipment. Olympus will continue to monitor field performance for this device.